Manufacturer narrative:
The device was returned to zoll medical canada's service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error messages. The processor/bridge/pace board and a system interconnection flex cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "defib and pacer disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.